Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes disengage very easily when the stretcher is bumped or wiggled. No pt involvement or adverse consequences are reported.